Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 10/23/2017 with the following findings: the complaint of a vibration issue could not be duplicated. There was visible moisture corrosion in the battery compartment. The battery compartment was found to be cracked.

Manufacturer narrative:
The device has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a vibration issue. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the issue may cause the user to miss an alarm or warning that may cause cessation of insulin delivery.